Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected motor pic failed self-test alarm noted. The insulin pump passed self-test. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, scratched reservoir tube window, and stained end cap sticker.

Event description:
Customer reported via phone call, the insulin pump wasn't working properly. It started to alarm motor pic failed self-test and then it would vibrate three times, count up to eight, and then go through normal functions. Customer stated the buttons weren't working when he pressed them. He removed the battery and they functioned again. Customer's blood glucose was 79 mg/dl. Troubleshooting was performed for the alarm and the keypad issues. Self-test was performed and the device passed. Customer didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.